Event description:
It was reported that this patient experienced bradycardia (30bpm) and was hospitalized. Upon device data review, during the bradycardia event, loss of capture (loc) was evident from the right atrial (ra) and right ventricular (rv) channels, despite appropriate threshold measurements. The physician reviewed the electrical measurements since implant and noted a gradual rise in the threshold measurements and lowed pacing impedance, but all measurements were in-range. Boston scientific technical services was contacted and confirmed loc of a few beats and a large number of rv auto-threshold testing since implant. However, during provocative maneuvers and device manipulation, the loc could not be reproduced. The physician elected to perform a explant procedure to resolve the event. This device was explanted and replaced, and the rv lead was also surgically capped and abandoned. A new rv lead was implanted and the procedure was successfully completed. The patient was stable with no additional adverse effects reported. This device was received for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Patient code (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this patient experienced bradycardia (30bpm) and was hospitalized. Upon device data review, during the bradycardia event, loss of capture (loc) was evident from the right atrial (ra) and right ventricular (rv) channels, despite appropriate threshold measurements. The physician reviewed the electrical measurements since implant and noted a gradual rise in the threshold measurements and lowed pacing impedance, but all measurements were in-range. Boston scientific technical services was contacted and confirmed loc of a few beats and a large number of rv auto-threshold testing since implant. However, during provocative maneuvers and device manipulation, the loc could not be reproduced. The physician elected to perform a explant procedure to resolve the event. This device was explanted and replaced, and the rv lead was also surgically capped and abandoned. A new rv lead was implanted and the procedure was successfully completed. The patient was stable with no additional adverse consequences reported. This device is expected for analysis, but has not yet been received.